Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the yellow level sensor was not working. As a result, an alternate device was employed, the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The customer contacted the field service representative (fsr) for a replacement of the level sensor.